Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump housing was damaged making it difficult to load cartridges. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose. Multiple attempts were made by tandem technical support to follow up with the customer, but no response was received.